Event description:
During implant of device, new rv lead impedance read over 3000 ohms. After pulling pin and re-seating, impedance 647 ohms. At next day check, again impedance > 3000 ohms. Device explanted 2 days post implant for oversensing.